Event description:
Report #2 of 2: report received of a delay in therapy due to pump alarms. The pt was being transported to surgery with six pumps in use delivering unspecified solutions. Reportedly, two of the devices alarmed simultaneously with unspecified alarms. The unspecified medications on these lines were removed from the pumps and run "wide open" until the pt was in surgery and could be stabilized. It was reported that the pt's vital signs were "severely impacted" due to the alarms, but the fluctuation in the pt's vital signs as a result of the alarm conditions did not effect the overall pt outcome. Though requested, there was no additional info available.